Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Infected total knee. Stage 1 wash out. Poly swap.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: clinician review of the medical records provided indicated that a corticosteroid injection in the knee arthroplasty shortly prior to infection for pain in the triathlon knee arthroplasty of unknown origins caused an infectious complication requiring I&d plus liner exchange. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: clinician review of the medical records provided indicated that a corticosteroid injection in the knee arthroplasty shortly prior to infection for pain in the triathlon knee arthroplasty of unknown origins caused an infectious complication requiring I&d plus liner exchange. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Infected total knee. Stage 1 wash out. Poly swap.